Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 analyzer, and identified the failure mode as build-up in the sodium port of the flowcell. The fse replaced the flowcell to resolve the issue. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erratic na (sodium) patient results on their dxc 800 analyzer. The erroneous results were reported out of the laboratory, but were later amended. There were no reports of change to patient treatment.